Manufacturer narrative:
A clinical education specialist (ces) was told nurses were in the report at 19:14:55 and saw what appeared to be a run of vtach, but there were no alarms. Several minutes later (19:17:54), a similar episode occurred, still with no alarms. At initial look, the morphology of the complexes is different from a minute before, but are being read as a mixed number of types despite appearing the same, and do not trigger the vt alarm. Earlier in the day, 16:48:19, a similar change in morphology occurred, all but two of the complexes being labeled v and triggering the vt alarm. Similarly, later on at 20:03:55, the complexes were again labeled v and triggered the alarm. Based on additional information received from the customer rn "my understanding was that the patient was asymptomatic and not treated for the specific event", the type of complaint was changed to a non-adverse event/malfunction. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device failed to alarm. There is patient involvement.